Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that the programmer has a cracked screen, the front and rear doors are broken, and the stylus is not responsive. A loose ECG (electrocardiogram) connector is also suspected because of noise on the screen at times, despite new electrodes and cables. The programmer was returned for repair. No patient complications were reported as a result of this event.